Event description:
It was reported that during the shoulder cuff repair surgery, (B)(4) radiofrequency probe head melt and fall off debris. All pieces were removed from patient. A backup device was available to complete the procedure with no significant delay or patient injuries.

Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was a relationship found between the device and the reported incident. Visual inspection under magnification shows extensive electrode wear with contamination/discoloration and scratch/scuff marks on the spacer. The screen is detached. This part was returned not with the device. The insulation around the shaft is scratched but not compromised. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation the wand was connected to a compatible quantum 2 controller and activated by foot pedal device (p/n10863) in saline solution at the default and max settings on the controller. The wand produces plasma on the remaining sub of one(1) electrode. The suction lines were tested and performed as intended. The complaint was verified but the root cause could not be determined with confidence. The device is not designed for prolonged ablation. Electrodes wear under use and the rate of wear is dependent on variables that cannot be replicated in all cases. There were no indications that would suggest that the device did not meet product specification upon release into distribution.